Event description:
The sales representative reported that after receiving an orthovisc injection, a patient developed a reaction. The sales representative reported that the patient went to the hospital to have the site washed out. The sales representative had no further information. Updated (B)(6) 2015: the patient required 2 wash outs after an orthovidc injection in the right knee to clean out knee. No other infection found.

Manufacturer narrative:
The batch record for lot number n130097a was reviewed. All final specifications including product sterility were met and passed.